Manufacturer narrative:
Cn-190777a is lot 24655261, cn-190777b is lot 24644134. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported a separate comparison of blood glucose results of 67 mg/dl on active meter 1, 116 mg/dl on active meter 2 within 10 minutes. Patient used two different vials of test strips for both tests performed, 24655261 and 24644134. It was not reported which result was obtained with which lot. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.